Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the ssd for the system was replaced. The system then passed the system checkout and was found to be fully functional. Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: 9 735999, serial/lot #: unk, ubd: , UDI#:

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the navigation system would intermittently not boot. Additionally, it was noted that the system would not power down as an unspecified function would not halt and required a hard shut down with the power button. Troubleshooting was noted to have replaced the ssd to restore functionality and the issue was caused by the ssd. There was no patient present when this issue was identified.